Event description:
It was reported that this atrial lead exhibited a pacing impedance measurement greater than 3000 ohms and no capture despite maximum output. The root cause of the clinical observations is known; however, a fracture is suspected due to the length of implant time. Therefore, the lead was programmed off. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.